Manufacturer narrative:
Due to character restriction limit in e1 e1 initial reporter full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) alarming gas loss and iabp. No harm or injury reported to the patient.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to confirm the reported issue. No leaks were found in the balloon pump, all leak tests passed. A pm was performed because it was due, and the machine pumped on a balloon for over an hour with no alarms. Machine passes calibration, functional, and safety tests.

Event description:
N/a.